Event description:
It was reported that during an arthroscopy surgical procedure, after loading the dynacord sutures into the 4.75 healix advance kntls br anchor device, and during tensioning them separately, the anchor body has become broken apart on the tip, due to the strong tension of the sutures along the anchor and the downward pressure along into the bone. Another anchor device was used, and the procedure could be completed successfully. There was a five minute delay in surgery due to the reported event. It was reported that fragments were generated and removed easily without intervention. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product has not returned to depuy synthes; however, a photo was provided for review. Visual inspection of the returned photo found that the anchor was broken at the distal end. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the 4.75 healix advance kntls br would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure; it is possible that there was off axis insertion and levering during insertion. As per the instructions for use, improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.